Event description:
Info received that the head section was slowly drifting. No injury reported.

Manufacturer narrative:
Technician found the bed in storage. Confirmed that the head section was slowly drifting. Replaced the CPR valve to resolve this issue.